Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown customer experienced diabetic ketoacidosis. Blood glucose level was not provided. Although requested by tandem technical support, the contact declined to provide additional information regarding the issue.